Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.0/+4.0/65 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to elevated intraocular pressure and discomfort. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.